Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with a motor error and motor position encoder error. The patient's blood glucose at the time of incident was 9.1 mmol/l. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform unexpected restart error test or to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and passed off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.